Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl. Reportedly, the customer had connection issues and the sensor stopped. A correction bolus was delivered to address bg. No additional patient or event information was available.